Event description:
A surgeon reported a pt with a refractive surprise of the cylinder not being corrected following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who indicated the refractive surprise was the result from the toric calculator. The event continues.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional info. A complete questionnaire has been received. (B)(4).